Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she is pregnant and experienced low blood glucose. The customer stated that she passed out, and the paramedics were called. The customer was taken to the hospital where she was treated and released. The customer stated that her blood glucose was 20mg/dl before and her glucose level went up to 97mg/dl. Troubleshooting was performed. The programming was correct. The units of insulin left on the screen matched to the amount of insulin in the reservoir. No further information was provided.